Event description:
It was reported that this pacemaker device received atrial tachycardia response (atr) due to far-field oversensing. Replacement recommendation received with the following: inappropriately stored an atr episode as a result of far-field oversensing the right ventricular (rv) signals on the atrial channel. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This report contains correction in section h4 device manufacture date.

Event description:
It was reported that this pacemaker device received atrial tachycardia response (atr) due to far-field oversensing. Replacement recommendation received with the following: inappropriately stored an atr episode as a result of far-field oversensing the right ventricular (rv) signals on the atrial channel. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.